Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, grommet damage was note on visual inspection. The setscrew on visual inspection was also noted to be obstructing the bore of the device.

Event description:
It was reported, during the implant procedure that the setscrew on the pace-sense port of the device was stuck in the fully engaged position. The setscrew could not be loosened using considerable force and the setscrew could not be backed out. The device was not implanted. No patient complications have been reported as a result of this event. Additionally, it was also reported that the lv lead had experienced high pacing thresholds. Based on previous documentation, no further action taken on the lead threshold issue as the patient has a documented history of high pacing thresholds with lv leads.